Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, lead noise issue on the ra and rv lead causing inappropriate mode switches on the device was observed. The source of the noise was unknown but oversensing on one episode was captured. The rv lead showed noise, no capture issue and the noise lead to four inappropriate shocks. Lead revision was scheduled. The tachycardia therapy was turned off prior to the patient presenting in the hospital for the procedure. Both leads were explanted and new leads were implanted. Patient was stable.